Event description:
It was reported upon review of topical skin adhesive on (B)(6) 2026 a yellow strange substance on the product. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: dermabond advanced 0.7ml - (B)(4) (anx12): affected side: not applicable ## reason product not available: available dermabond advanced 0.7ml - (B)(4) (anx12): lot/batch number: 10bqgq list j&j products that were used during the incident but did not contribute to the reported incident. *** are there any reported cases of harm from patients or users? ## no *** was there a significant delay? ## *** provide the product order number (po) if possible. *** additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the seals on the foil still intact when the package was opened? ¿ was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) ¿ where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.